Event description:
It was reported that the lead was explanted due to dislodgement.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of lead dislodgement was not confirmed in the laboratory. The lead was tested normally during the analysis.